Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt was seen for follow-up by surgeon six days post-implant at which time the generator site was red, puffy and contained pus. The site was aspirated and cultures were negative for infection at that time. The pt was seen by surgeon two days later at which time the site was again aspirated and cultures were positive. The infection was present at the pulse generator/pocket area. The infection was treated with antibiotics, I&d and explant of the pulse generator and lead (including electrodes). The infection has reportedly resolved. Reimplant is not scheduled at this time.